Event description:
It has been reported that a revision surgery was performed, due to infection. After a tka in 2008, the pt appeared with an infection with symptoms such as hyperpyrexia and swelling pain in the knee after they had caught a cold. The infection was controlled after debridement, and the prosthesis was removed and a spacer was implanted. In 2009, the spacer was removed, and a revision total knee arthroplasty was performed.

Manufacturer narrative:
Na